Manufacturer narrative:
The following field has been update with corrected information: b.3. Date of event: 26-feb-2023. Investigation summary: bd received 5 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, erroneous results-potassium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there is an issue with elevated potassium."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there is an issue with elevated potassium."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.